Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent hip surgery with a accolade tmzf hip stem on (B)(6) 2004. Plaintiff claims evidence of heavy metal toxicity pain and required revision on (B)(6) 2010.